Event description:
It is reported that the surgeon is concerned with the size and shape mismatch between the tibial augment provisionals and the final implant. This requires the surgeon to trial and the final implant and remove extra posterior tibial bone that originally was not interfering with the trial tibial augment provisional.

Manufacturer narrative:
This report will be amended when our investigation is complete.